Event description:
A customer obtained repeated falsely elevated troponin I results on serial draws from a single pt on their vitros eci analyzer. Falsely elevated troponin I results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.